Event description:
It was reported that pump displayed minimum fill notification when caller attempted to load cartridge despite having sufficient usable insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area, reloaded same cartridge without success, then worked with technical support to properly fill and load new cartridge, after which pump functioned as expected and insulin delivery was resumed.